Manufacturer narrative:
(B)(4). The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not duplicated or confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the assessment could not be performed because the unit couldn¿t secure and lock the cutter. The burr lock mechanism assembly was disassembled and the 2 springs for the lock tabs had failed and were not pushing on the lock tabs to release cutters. One of the springs were observed to be out of place and deformed. The other spring was out of place and completely gone. It was determined that the cause for the springs to come out of place is due to the handpiece being ran without a cutter. This was further classified as component damage caused by user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unspecified surgical procedure, it was discovered that the motor on the handpiece device made noise and overheated during use. There were no delays to the planned surgical procedure. A spare device was available for use to complete the procedure successfully. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.